Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of there being an allegation of a postoperative air leak, which could potentially be related to a product problem. Corrected information can be found in the following fields: b1, annex f, annex a and annex g b1 updated from "adverse event" to "adverse event and product problem" annex f updated to include f1908 due to the report of ¿procedure took double the time¿. Annex a updated to include a050704 due to the report of ¿clamping issue.¿ annex g updated to include g0405214 as complaint is related to the staple.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-operative complication is unknown. Isi has attempted to contact the surgeon and robotic coordinator to gather additional information regarding the patient/incident. The following information is unknown or could not be confirmed with the surgeon: if there were any retained staples in the reload, if the staple lines were intact, if a leak test was done intra-operatively, if the air leak was prolonged, and what medical intervention was done to address the air leak. The root cause of the customer reported failure mode cannot be determined as the stapler instrument and reloads were discarded by the site and are not available for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures with the exception of the permanent cautery hook and the endowrist stapler 45. The logs were reviewed by an isi advanced failure analysis (afa) engineer and the following findings were obtained. Logs show that pn 470298-14, lot t10200917-0033 fired 5 reloads in the procedure (all blue). All firings were completed per the logs. There were a few incomplete clamps (qty 20 in 25 clamp attempts). Majority (qty 13) of incomplete clamps occurred on the 3rd install, prior to the 3rd firing. The only install that had no incomplete clamps was the 5th install (firing #5). No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following: after completion of a da vinci-assisted pulmonary wedge resection procedure, the patient was reported to have an air leak. It is not known if the air leak was prolonged, what medical intervention was provided to address the air leak, or what the impact of the air leak was on the patient. The stapler instrument allegedly took a longer time to clamp on tissue but fired appropriately after that. There were no retained staples in the reload, no hole in the staple line, and no issue with the tissue being pushed. The root cause of the post-operative complication is unknown.

Event description:
It was reported by the surgeon that during a da vinci-assisted pulmonary wedge resection procedure, there was an air leak after stapling with the endowrist stapler 45. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator who assisted in the procedure and obtained the following information: the stapler allegedly took longer than normal to clamp and compress. According to the robotic coordinator, the procedure took double the time due to the compression issue. She was unsure if there were any tissue conditions that may have contributed to the clamping issue. When the stapler finally compressed, it fired without any issues. There were no unclamping issues, no hole in the staple line, no malformed staples or issues with the tissue being pushed. There were errors stating "unable to clamp" during the clamping process. She was unable to recall if an air leak test was done during the procedure. The procedure was completed robotically, and a chest tube was inserted as per procedure. The patient was discovered to have an air leak post-operatively. It is unknown how long the air leak persisted. She was unsure of what medical intervention was taken for the air leak or the impact of the air leak on the patient. The stapler and reloads have been discarded and are not available for analysis.